Event description:
During testing and repair, the device displayed a yellow light visual alarm.

Manufacturer narrative:
During testing and repair, the device displayed a yellow light visual alarm. This was due to the manifold valve being stuck.